Event description:
Embolic stroke in the right middle cerebral artery distribution without any detectable sensory or motor deficits on neurological examination by a neurologist. The headache persisted over the following week and resolved with no further clinical sequelae.